Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received a questionable troponin t result for one patient heparin sample. The sample was tested on the cardiac reader and the result was 0.54 ng/ml (positive). This result was reported outside the laboratory. Due to this result, the patient was taken to another hospital. On (B)(6) 2010, the other hospital tested a serum sample from the patient on a cobas 6000 and the result was <0.01 ng/ml. A original sample from this patient was tested twice on the cardiac reader on (B)(6) 2010 with negative results. No numeric results were provided. No adverse event was alleged regarding the discrepancy. The patient was currently at home and was well. The lot number of the troponin t strips was 22668341.

Event description:
This is report 2 of 2 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting health professional stated that in (B)(6) 2010, the patient developed peritonitis and was hospitalized at that time. The cause of the peritonitis was unknown. It was unknown whether a peritoneal effluent culture was performed. Treatment information was unknown. On an unreported date in 2010, while hospitalized, dianeal therapy was withdrawn and the patient was placed on hemodialysis. In (B)(6) 2010, the patient was discharged from the hospital. A causal relationship was not reported for the event of peritonitis and dianeal pd4 ambuflex therapy. The nurse had no further information as the patient was on hemodialysis.

Manufacturer narrative:
The investigation of the returned strips determined they performed within specification. Retention samples were also tested and within specification. No malfunction was observed. The customer did not return the cardiac reader for investigation. No adverse events were reported.